Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery degraded warning alarm. The internal battery was replaced to address issue. The main circuit board was replaced as a precaution to address the leaky super capacitor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarm was due to the battery controller software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr 2250900.

Event description:
It was reported to resmed that an astral device main circuit board had a leaky super capacitor and displayed an internal battery degraded warning alarm. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. The device will be serviced and fully tested before returning to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device main circuit board had a leaky super capacitor. The device was not in patient use when the reported event occurred.